Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with grade two diffuse lamellar keratitis (dlk) in the right eye two days post lasik procedure. Patient was asymptomatic. Reporter indicated that topical steroid eye drop dosage was increased.

Event description:
Follow up information received indicated patient's corneas were clear at the last office visit and the patient was released from care.